Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the sample noted no obvious defects. We could not verify the reported event without testing the sample. The bag was filled with a methylene blue and water solution and the bag was able to intake liquids through the inlet tubing and retained it in in the bag as intended. The outlet tubing of the bag was then opened to allow the removal of the liquids from the bag, and the bag drained as intended. . The lot number is unknown therefore the device history record could not be reviewed. The product family for this urinary drainage product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the urinary drainage product ifus are found to be adequate based on past reviews.

Event description:
It was reported that the 4000cc drain bag would not drain from the patient's ostomy pouch but the 2000cc drain bag did. The complainant reported that the bag only drains when she pushed down on the ostomy pouch.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 4000cc drain bag would not drain from the patient's ostomy pouch but the 2000cc drain bag did. The complainant reported that the bag only drains when she pushed down on the ostomy pouch.